Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient called to report an increase in pump powers to 10.5 with flows reading +++ and speed at 8390. The patient reported feeling fine and the wife thought the lvad sounded louder. It was also reported that urine was dark in color. The vad coordinator requested that the patient come into the hospital and in route the patient experienced severe chest pain. In the ER the patient's history revealed powers as high as 18. A few hours later the patient had 'red heart" alarms and low flow for about 2 minutes. The vad coordinator arrived and the lvad was disconnected at bedside. An echo was performed and an lvad exchange was planned and took place the following day.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.